Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete .

Event description:
It was reported that the patient tripped over the ac power cord of the mobile power unit (mpu) with their foot and pulled it out of the wall on (B)(6) 2023. Log files were submitted for review and there were a few no external power alarms and events caused by power to the mpu being briefly interrupted. It was noted that there were no other unusual events recorded in the log file event history and the mpu was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event of a no external power was confirmed via the submitted log file. The log file contained events recorded from (B)(6) 2023. The data captured on (B)(6) 2023 at 13:13 revealed a no external power event. The associated voltage levels recorded prior the event indicated that the system was powered by an mpu. The power to the mpu was lost and the system continued to operate while supported by the backup battery. The pump support was not affected, and the system maintained the set speed with no interruptions. The remaining data did not reveal any atypical events/alarms. The mobile power unit serial number mpu-37670 was not returned for evaluation. Provided information indicated that the patient accidentally pulled the cord out the wall when he tripped over it with his foot resulting in the no external power alarms. The device history records were reviewed, and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook rev d under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use rev c under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook rev d and instruction for use rev c caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.